Event description:
The customer alleged that their scopes tested positive for acid fast bacilli (afb), atypical microbacterium, fungus, and mold. The customer stated that their water source and a sample from end of scope trap were tested negative. The facility's biomed cultured positive growth for non-fermenting rod, asaccharolypic from the basin containing water and cidex opa, as well as the sample from bleed on top of filtration system. No scopes recalled during this time, but no specific patient information provided or reported. Asp customer care reviewed pre-cleaning procedures with customer. The asp field service engineer (fse) found the unit operating properly. The fse performed full systems checks. The fse ran an empty cycle. System meets manufacture's specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, service history review, retain/evaluation testing, batch record review, complaint trending by problem code, and system hazard use and misuse analysis. The DHR (device history record) for the aer was reviewed. The machine met manufacturing specifications when released and there were no issues noted related to this failure mode. Within the past 6 months ((B)(6) 2009) this unit, per account history, has not observed any significant trend. The cpuy (complaints per unit year) for the problem code "hr-other" was completed for (B)(6) 2010. The trend line lies below the ucl (upper control limit). Cidex opa was a concomitant product. The coa (certificate of analysis) for the reported cidex opa lot number was reviewed. All of the tested parameters were found to be within specifications. A sample of the reported cidex opa lot was tested by the external manufacturer and the sample complied with the product specifications. The shuma (system hazard use and misuse analysis) for cidex opa/disopa was reviewed. The initial risk numbers for risk of infection hazards were all 4 or lower which would be category ii, or alarp (as low as reasonably practicable). A review of the cidex opa IFU (instructions for use) found that cidex opa does have a claim for microbiocidal activity against mycobacterium. The customer¿s biomed department was asked whether the facility performed the reprocessor exposure procedure. The biomed indicated that the 1 micron filters were changed every month and the 0.2 micron filters every 6 months. The biomed also indicated that the filtration was sanitized on (B)(6), 2009. They do not perform the reprocessor exposure procedure. The customer stated the aer system is no longer at their facility. The customer indicated that laboratory reports were sent to asp; however, asp had no record of receipt. Additional follow-up attempts were made to obtain the reports and additional information from the customer; however, none was provided.